Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value associated with the triggered suspend event that was 194 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The insulin delivery was suspended due to the sensor values. The customer reported that the difference occurred with the previous sensor. The customer was also reporting that when the put it on the sensor it was not blinking. The customer reported that they did receive a sensor updating not available alert and a calibration not accepted alert. The customer was able to run test on transmitter and it passed the test. The sensor will not be returned for analysis.